Event description:
It was reported that during routine follow up, several pmt episodes were observed. Undersensing was noted. Reprogram- ming was performed to increase ventricular sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.